Event description:
It was reported that: ''securfit plus max hip stem revised to a restoration modular hip stem due to aseptic loosening and proximal femoral fracture."

Manufacturer narrative:
Device eval anticipated, but not yet begun. If device becomes available with add'l info a supplemental report will be issued.